Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology quality communicated with the medical science liaison representative, she mentioned the patient weighs 87.1 kg, which according to her analysis is not a large patient. She believes use error is likely the root cause because another nurse was able to inject the two-inch refill needle to the patient and access the pump without issue. The intera 3000 hepatic artery infusion pump instruction for use provides detailed instructions in how to properly position the needle to the pump septum.

Event description:
Intera oncology received a report from a nurse practitioner requesting recommendations about technical perspective for accessing "challenging hai pump in a patient". The patient had the pump for quite some time but gained weight with thick subcutaneous layer over a deep pump that is at an angle. The nurse was unable to access the special bolus pathway despite using a 2-inch needle. A representative from intera oncology medical science liaison reviewed tips from other centers including use of ultrasound as needed and accessing pump perpendicular to pump not patient. The medical affair specialist representative instructed the nurse to have the patient lie flat and find the base of the pump. Eventually, the clinic's nurse navigator was able to access the pump and place tissue plasminogen activator (tpa) into the pump because the pump was slow flowing (details not provided of flow rate leading to requirement of tpa).